Manufacturer narrative:
Unit received unable to perform the displacement, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call there was a piece of the reservoir that broke off. The customer¿s blood glucose level was unknown at the time of the incident. She also stated the reservoir did come out. Customer stated that the reservoir was lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.